Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a protruded drive support cap. Blood glucose value was in the 70, 80 and 100 mg/dl range. Troubleshooting was performed. She mentioned that her belt clip broke and the insulin pump fell off. The customer stated that she was unsure if the cap was pressed while connected. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.